Event description:
It was reported that in (B)(6) 2012, the patient started to develop and infection and pump site was red. In (B)(6) 2013, the pump was removed. After the pump was removed the pump site had a rash and the patient was required to take antibiotics to eliminate the rash. The patient stated, he did not think the infection had anything to do with the pump. The patient reported he had ¿sudefil¿ (? Sufentanil) in his pump at that time. Records indicate a new pump was not implanted until (B)(6) 2013. Additional information was requested to clarify event details, relationship of the implanted system to the infection, medication, and outcome. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Product ID 8709, lot# j11160r15, implanted: 2002 (B)(6); product type catheter product ID 8578, serial# (B)(4), implanted: 2012 (B)(6); product type accessory. (B)(4).